Manufacturer narrative:
(B)(4). D4: batch # u5am3e. Additional information was requested, and the following was obtained: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Was a leak identified post-operatively? If yes, how was the leak identified and how many days after the initial surgery? Was a re-operation done? If yes, what was observed at the site of the leak upon reoperation? What is the current patient status? Response: no further information was made available by customer. Device analysis: the analysis results found that the cdh29a device arrived with the anvil missing. Only casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
Pc-(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information requested and received: 1. The staples were in normal shape. But there was anyway a lack in the anastomosis. 2. No, the patient is fine the anastomosis was extra sutured. He was for some time at the intensive care unit. Additional follow-up requested, and the following was received: 1. Was the hospital stay in the intensive care unit the routine stay required for this surgery? 2. Or was the stay extended past the normal post-op recovery plan? 3. If the hospital stay was extended past the normal post-op recovery plan, does the surgeon attribute it to the use of the device or were there other contributing factors? Response: no further information was made available by customer. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
Procedure: hartmann surgery the device gave auditory feedback during the triggering process and apparently connected both bowel ends. During the leak test it was noticeable that the anastomosis did not hold and had to be supplied with sutures.